Event description:
It was reported that the device delivered lower energy levels than the selected amount. The device delivered 3j and 98j for a 10j and 360j settings respectively. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and the therapy pcb part number information. Follow up with the reporter found that the customer elected to have the device repaired by physio-control. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic module pcb, therapy pcb and flex cable assemblies to observe proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.further evaluation of the removed assemblies determined the cause for the malfunction to be a broken latch that resulted in a loose fit between the flex cable and the mating connector on the biphasic pcb assembly. There were no failures with the other removed assemblies.